Event description:
The info received indicated that during use on a pt, a 3.0 x 33 mm cypher select plus hub leaked.

Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product has been returned for analysis, however, the product eval is not yet complete. Additional info will be submitted within 30 days from receipt.